Event description:
Customer reported leaking from one of the spikes on the blood administration set. Stated one spike was inserted into the bag of red blood cells and the other spike was clamped off. When the infusion was started, blood leaked out of the end of the clamped spike. Noted that if the unused clamped spike is inserted into a bag of saline and the clamp is opened; the blood would infuse without leaking or incident. No patient or staff harm reported and no medical intervention required. No additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The product was received. Investigation is not complete. A follow up report will be submitted with any new relevant information.